Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the hard stop for drawer 6.1 had come off, preventing drawer 6.2 from closing. A field service engineer (fse) reattached hard stop for auxiliary 6.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 6.1 and 6.2 were broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.